Event description:
During an in-clinic follow-up, increased pacing impedance and failure to capture were observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.